Event description:
It was reported that an iLet pump, serial number: (b)(6), was taken into a pool and became wet, after which it would not power on despite drying attempts; the user transitioned to a backup pump after approximately four hours off therapy, and blood glucose rose to 300 with no device alerts during the event. Symptoms included hyperglycemia with headache, dry mouth, and excessive thirst. Outcomes included the need for subcutaneous insulin via pen and classification as a serious illness/impairment. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed leakage past a seal consistent with moisture damage, implicating the seal component. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
Initial.